Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a follow-up in-clinic on (B)(6) 2020 with slight fatigue and low heart rate. Multiple attempts to interrogate the patient's implantable pacemaker via radio frequency and inductive telemetry failed. An electrocardiogram on (B)(6) 2020 revealed the device was not pacing. The pacemaker was explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.